Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic experiencing discomfort due to diaphragmatic stimulation consistent with each atrial paced event which was confirmed with aai pacing. Device interrogation revealed that the right atrial (ra) lead exhibited slight drop in atrial sensing resulting in undersensing and inappropriate atrial pacing. Chest x-ray confirmed that the ra lead had dislodged. Programming changes to vvi pacing mode was made prior; the ra lead was subsequently explanted and replaced. The patient was in stable condition.